Event description:
Although they are not alleging any device malfunction, the customer requested a log review and testing of the infusion device due to a "code" event and around 10pm involving a pt in the nursery. Resuscitation attempt was unsuccessful. The only available information is that the pt had been receiving IV fluids and IV ampicillin. An autopsy was conducted but results were inconclusive. No further event or pt information was provided.

Manufacturer narrative:
(B)(4). Pt information requested and all available information is included. Event occurred at (B)(6). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.